Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage on electronic assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 300 mg/dl at the time of the call. Mother stated the insulin pump was exposed to water and now there is a constant tone occurring. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.